Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported over the last couple of weeks they had to recharge their ins much more frequently and wondered why they now had to charge the ins daily. Agent asked, patient denied making any recent changes to therapy settings or changing groups. The patient was redirected to their healthcare provider to further address the issue. Patient said they had contact information for a rep that they would reach out to.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.